Manufacturer narrative:
Site confirmed there was no patient injury involved. Upon evaluation it was determined that an error message occurred, warning the user that the device energy was low by 20% or more. To resolve the issue, technician replaced the q-switch driver board and lamps. Due to the site reporting that the energy was outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
Device was found to be low energy and was more than 20% out of specification.